Event description:
(B)(6) wants spirit combo insulin pump replaced due to multiple e4 occlusion messages. She changes the infusion sets every time she gets the error, but they keep happening. She thinks the pump is faulty. Patient took herself off the pump at 3am last friday due to the alarms. She had no back up therapy and so went to hospital as her blood sugars got so high. The hospital put her on injections and she has been on this therapy for a week. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.